Event description:
This is submitted to report the steering difficulty experienced in the left ventricle with the clip delivery system, and the torn septum and thrombus, which is considered a serious injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The septum was noted to be floppy and there was challenging leaflet anatomy. The clip delivery system (cds) was advanced to the mitral valve leaflets. While translating the cds forward in the left ventricle (lv), the clip dived anterior. The steerable guiding catheter (sgc) was torqued posterior, and the cds was retracted to the left atrium (la). The cds was advanced to the lv, but the cds moved anterior. Leaflet grasping was attempted, but was not successful due to the anatomy and steering difficulty. All knobs were released, but the cds and sgc were then in the right atrium (ra). It was decided to replace the cds. During cds retraction, resistance was noted with the sgc. The cds was advanced and resistance was noted again. The gripper line and lock lever were cycled, but the clip would not open. Troubleshooting maneuvers were performed, and the clip was opened. The clip was closed and the cds was removed. A tear was noted in the septum. After removal of the cds, a piece of the septum was observed on the clip. A thrombus was noted on the la side of the septum, and there was a 13mm atrial septal defect. No treatment was performed for the tear or thrombus. The procedure was aborted and the patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned consistent with the reported usage of the device. The gripper line was observed to be kinked. The clip was examined under microscopy, and no soft tip material was observed in the clip; however, tissue was observed on one of the frictional elements (fes). Additionally, all fes were present; however, one fe was observed to be bent. The kinked gripper line was likely a result of procedural handling associated with the actuation of the clip. The bent fe was likely associated with the clip getting caught on and subsequent removal of the clip from the guide tip. The device was then inserted into a water bath. The clip was attempted to be opened, and was unable to open at blue line retraction and 5mm retraction. At 1cm retraction, the clip was able to open to invert without issue. The delivery catheter (dc) shaft was fully extended, and a 1cm deflection of the dc shaft was observed. In this case, the reported failure to adhere or bond could not be replicated in the testing environment, as the reported event was associated with procedural conditions. While removing the cds from the steerable guiding catheter (sgc), the cds was able to be removed without issue; therefore, the reported clip caught on the guide tip and subsequent difficult cds advancement could not be confirmed. The device was removed from the water bath. A bend in the actuator mandrel was observed. The clip was installed on a proxy shorty catheter to simulate clip actuation, and the clip was able to open to invert smoothly without issue. Potential causes for failure to adhere or bond to the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping the leaflets appears to be related to procedural conditions and not a product quality deficiency. There is no indication of a product quality deficiency with respect to difficulty in grasping the leaflet. Potential causes for clip actuation issues can include, but are not limited to, patient conditions, user technique / procedural conditions, or manufacturing anomalies. Potential causes for the clip caught on guide tip with subsequent difficulty in advancing the cds, and dc shaft bend resulting in difficulty in positioning the device, can include, but are not limited to, patient conditions, user technique / procedural conditions, or manufacturing anomalies. Based on the information reported and the analysis of the returned device, a conclusive cause for the difficulty in opening the clip, the clip caught on the guide tip and the dc shaft bending could not be determined; however, there is no indication of a product quality. The patient effects of mitral valve injury (atrial perforation; tear in septum and atrial septal defect) and emboli (thrombus) are listed in the mitraclip system electronic instructions for use (IFU) as known possible complications associated with mitraclip procedures. A definitive cause for the thrombosis could not be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The steerable guide catheter referenced is filed under a separate medwatch MFR number.